Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt intermittently failed functional testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting the pulse wire from ECG a to the front te. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.